Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had to remove all supplies and sensor for an MRI today. Afte putting on a new sensor, it failed. The patient manually tested blood glucose (bg) and measured at 475 mg/dl. They put this number into the ilet to continue dosing. A new sensor was paired with the customer care agent's assistance. During the hyper glycemic episode, 493 mg/dl was the highest bg level recorded, the patient felt nauseous, and she did not require any outside assistance. The high bg was corrected by reconnecting to the device and resuming insulin deliveries.